Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was discarded. Additional follow up: during the procedure the surgeon used a harmonic ace and an echelon medical device, both of which functioned normally. There were no device related issues. Ethicon cross functional team spoke with ethicon medical director in (B)(6) who spoke with the operating surgeon. The surgeon performed a sleeve gastrectomy on (B)(6). This procedure was being performed as a revision to a gastric banding. On post op day 4 the patient was going to be discharged, however, the patient was experiencing left loin pain. A CT scan was performed which showed a leak. The surgeon did not indicate where the leak was coming from, vascular or suture staple line. There was no surgical intervention performed. It is unknown if any other intervention was performed. The surgeon did indicate several times that this was not an issue of the device. The patient expired the same day. The surgeon provided no cause for the event but did inquire as to whether or not a thermal injury from the ace device could cause a leak. It is unknown in an autopsy was performed. Ethicon medical director has reached out to the surgeon requesting the following information: through the CT scan or any other means were you able to determine where the leak/bleed was coming from? If yes, which device was used at this location? Is it possible to have a copy of the CT scan? As a leak was identified through the scan was any medical or surgical intervention taken? What color cartridge was used in the powered echelon device? Was buttressing material utilized? If so, which product? What were the patient's pre-existing conditions? Was the patient taking any anticoagulants or dvt prophylaxis? Was an autopsy performed? Results? Does dr. (B)(6) believe that a thermal injury with the ace device occurred during the procedure? Patient's age, sex and weight? Bmi? No response has been received to date.

Event description:
It was reported "the patient underwent revision surgery for a sleeve gastrectomy on (B)(6) 2013. The surgeon used methylene blue dye during the procedure to check for leaks, and none were found. The patient had gastrografin swallow on day 1 post-op, and the patient only had blue gatorade on day 1 post-op ((B)(6) 2013). The surgeon did not find any leaks. On saturday (B)(6) 2013, the patient reported experiencing fine left loin pain. The surgeon requested for a CT scan to be performed, and this scan revealed a leak. The patient was admitted in hospital for overnight observation, and passed away on (B)(6) 2013. During the procedure the surgeon used a harmonic ace and an echelon medical device, both of which functioned normally. There were no device related issues. Devices have been discarded.